Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose level was 907 mg/dl. Customer¿s current blood glucose level was 249 mg/dl. Customer was treated with intravenous insulin drip. Customer was using auto mode feature at the time of incident. Customer also reported bent cannula. Customer declined troubleshooting for high blood glucose event. The insulin pump will not be returned for analysis.